Manufacturer narrative:
The customer-reported experience related to the cursor on the hospital cart display could not be confirmed or reproduced during investigation testing. The cart passed functional testing three times, which includes cursor functionality. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4716 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the hospital cart did not prevent the companion 2 driver from performing its life-sustaining functions. The companion hospital cart has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer, a syncardia certified hospital, reported that the touchscreen on the companion hospital cart was not working and the cursor would not follow where the operator touched the screen. Repeated attempts to re-calibrate did not correct the issue. The customer also reported that the hospital cart was replaced with a backup cart, that there was no impact on the performance of the companion 2 driver supporting the patient and there was no adverse impact on the patient.